Event description:
After administering medication via tb needle through the catheter diaphragm, brisk bleeding was noted at the catheter insertion site. The bleeding was difficult to control with direct pressure so the catheter was removed and bleeding was controlled by direct pressure to the insertion site. Although there was some oozing, the pt's vital signs were stable. As the pt had just been extubated prior to this incident, she was reintubated to insure control of the airway. Upon examination, a crack was seen at the hub of the catheter.